Event description:
It was reported that a red alert was received for right ventricular (rv) lead pacing impedance out of range for the patient with this cardiac resynchronization therapy defibrillator (crt-d). The rv exhibited a high out of range measurement greater than 3000 ohms and loss of capture (loc) was noted on the presenting electrogram (egm). The patient was seen with a programmer and reprogrammed to left ventricular (lv) lead pacing only and tachy therapy off. It was noted that the patient is depended. Technical services (ts) was consulted agreeing there is loc in the rv lead and there was a delay in the left ventricular (lv) lead so possible lv loc. The rv lead sensitivity was decreased. The health care professional (hcp) states the patient is not scheduled for revision and is likely not a candidate for a procedure. Lv lead reprogramming determined there is lv lead capture in different vectors. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a red alert was received for right ventricular (rv) lead pacing impedance out of range for the patient with this cardiac resynchronization therapy defibrillator (crt-d). The rv exhibited a high out of range measurement greater than 3000 ohms and loss of capture (loc) was noted on the presenting electrogram (egm). The patient was seen with a programmer and reprogrammed to left ventricular (lv) lead pacing only and tachy therapy off. It was noted that the patient is depended. Technical services (ts) was consulted agreeing there is loc in the rv lead and there was a delay in the left ventricular (lv) lead so possible lv loc. The rv lead sensitivity was decreased. The health care professional (hcp) states the patient is not scheduled for revision and is likely not a candidate for a procedure. Lv lead reprogramming determined there is lv lead capture in different vectors. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.